Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the lead could not be fixed when it was placed on the right atrium. The physician found the helix could not be extended properly and alleged malfunction on the lead. The patient experienced sick sinus syndrome with low heart rate. Several attempts were made to replace the lead but unsuccessful. Another lead was used. The patient was stable.